Manufacturer narrative:
(B)(4). Based on discussion with FDA on (B)(6) 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: no known impact or consequence to patient. Loss of or failure to bond. Actual device evaluated. Wear problem. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer own device was previously returned to pentax medical from a customer on (B)(6) 2018 and inspection of the unit was performed on (B)(6) 2018 where the quality control inspector found the following: insertion tube root brace cracked. Primary operation channel excess glue at distal end. Up/ down angulation knob play. Passed dry leak test. Residue on light carrying bundle distal cover glass. Bending rubber glue cracking at insertion tube side. Umbilical cable dent. Lightguide prong cover glass set loose. Passed wet leak test. Fluid invasion not observed in pve connector. Insertion tube mild discoloration at stage 1. Insertion tube gauge/dig at stage 1. Hole in # 2 remote control button cover. Umbilical cable single buckled under pve root brace. Customer complaint confirmed. Fluid invasion not observed in control body. Distal cap - fixed type failed seal integrity inspection. Suction tube mild resistance. Insertion tube mild crush at stage 1. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs to included the distal case/cap, which will be replaced and resealed pursuant to the field correction, and return to the user upon completion. Parts replaced: o-rings and seals. Root brace rubber. Remote control button(1). Deflector body link. Distal case/cap. O-ring(0.5x1.3).